Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified an opening extended and red particles on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b.5., b.6., h.6.

Event description:
Healthcare professional reported "total implant destruction." Diagnosed by MRI scan. This pr relates to the right side. Device has been explanted.

Manufacturer narrative:
Facility name: (B)(6). Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "total implant destruction." This record is for the right side. Device has been explanted.